Event description:
A customer reported a readings issue on their adc meter while using an affected test strip lot. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery, in an obese patient, after a diagnostic procedure. Reportedly, the device could not get marking. Two additional proglide devices were attempted with the same results. Hemostasis was achieved using a non-abbott device. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (Concomitant medical products): perclose proglide (2) (part# 12673-03, lot# 940046h). The device was received. Investigation is not yet complete. Devices #1 and #3: perclose proglide devices (part# 12673-03, lot# 940046h,) indicated are being filed under separate manufacturer MFR numbers. (B)(6)..

Manufacturer narrative:
(B)(4). Evaluation of the returned device yielded the following observations: the plunger was still in the pre-deployed position and there was no slack present on the link. The marker tube appeared normal and the marker port is not occluded. Marking patency was performed and the device was patent. There was no abnormal observation with the condition of the returned device that could have contributed to the reported complaint. Based on the investigation findings the device conformed to specification and a root cause for the reported complaint related to the device could not be determined. No manufacturing or quality issue was detected. A review of the device history record did not produce any findings relevant to this report.